Event description:
During an in clinic follow-up, the device as found to backup vvi (bvvi) mode. Technical support was contacted and the device was reprogrammed to resolved the event. The patient was in stable condition.